Event description:
It was reported that during a pci (percutaneous coronary intervention) procedure, a guide wire fracture occurred. The 80% "hazy" stenotic lesion was located in the ostial/proximal lad (left anterior descending) artery. A non-bsc 8fr arterial sheath was introduced, a non-bsc 8fr xb3.5 guide catheter was placed and the 300 j luge guide wire and a 2.5 x 9mm maverick otw balloon catheter were placed and the lesion was visualized. The guide catheter was exchanged for a non-bsc 8fr jl4 and the 2.5 x 9mm maverick otw balloon was inflated for 22 seconds at 10 atm's. Next, a non-bsc 3.0 x 13 stent was deployed at 16 atm's for 55 seconds in the proximal lad. The stent was post-dilated with a non-bsc 3.5 x 8 mm non compliant balloon for 33 seconds at 13 atm and 17 seconds at 11 atm's. A non-bsc 3.5 x 8mm stent was advanced over the 300j luge guide wire and deployed at 14 atm's for 38 seconds in the proximal lad. The stent was post dilated with a non-bsc 4.0 x 8 non compliant balloon for 52 seconds at 12 atm's. A 4.5 x 8mm quantum maverick balloon catheter was then placed and inflated for 22 seconds at 10 atm's. The tip of the luge guide wire broke off in a small side branch and embolized while attempting to withdraw the guide wire. The tip of the guide wire was successfully retrieved with the gooseneck snare. The procedure was ended and the sheath was secured. The patient was reported as having no pain during the procedure and no further complications were reported.

Manufacturer narrative:
The device has not been returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.